Event description:
During an initial implant procedure, the left ventricular (lv) lead was unable to be advanced as far as desired by the physician. The lv lead was explanted and replaced to resolve the event. The patient was stable.